Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 556 mg/dl. A correction bolus via the pump was delivered to address bg. During a system check with tandem technical support, air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Additionally, automatic boluses were not delivered due to incomplete bolus alerts occurring. Tandem technical support educated the customer on incomplete bolus alerted.